Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed a hematoma in the pocket and experienced pain in the left shoulder and arm. The hematoma was extracted and resolved. The patient completely recovered and is fine.